Event description:
A customer reported that the touchscreen of their pump was cracked and shattered, making it unresponsive. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.